Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube is under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 4 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: (5 of 5). It was reported that a sodium citrate tube was not properly filling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube is under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 4 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: (5 of 5) it was reported that a sodium citrate tube was not properly filling.